Event description:
It was reported that a balloon rupture occurred. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated twice at 10atm and 12atm accordingly. However, at second inflation, it was noted that the balloon ruptured. The device was removed using normal method without any problem. The procedure was completed with another of the same device. There were no complications were reported and patient is in good condition after the procedure.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) center.